Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated twice and repositioned due to loss of capture, high pacing impedance, and low r-wave amplitude sensing. During the second fixation attempt, the delivery catheter took a slight dip from initial positioning when the protective sleeve was being pulled back. Contrast was injected and a slight effusion was noted. The device was successfully implanted on the third attempt. After fixation, the patient's blood pressure dropped and there was no pulse. Cardiopulmonary resuscitation (CPR) was initiated and pericardiocentesis was performed. The patient began to stabilize and was sent to the intensive care unit (ICU) to recover. The patient coded in the ICU and deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.